Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was confirmed. The fse replaced the universal surgical manipulator (usm) to correct the reported problem of patient clearance button down not being responsive and error 25745 being present. The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported failure of error 25745 on tornado button. Fa tested the usm on an inhouse system and failed normal mode as it triggered errors 25745. The usm also failed the instruments buttons tornados witch down test. The tornado acsb3 board was swapped with a new one and the error no longer occurred. The original acsb3 board was reinstalled, and the errors returned. The usm was tested on the patient side cart fixture test platform with a new acs board and passed the direction test, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The tornado acsb3 assembly will be replaced as a fix to the reported problem. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had an issue with the patient clearance joint on arm1. The customer was able to lift up but the down switch was not working. Prior to calling a hard power cycle was performed, and there was no change. There were no reported injuries. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: per the customer the issue occurred during procedure (after port placement). There were no procedure delays and the procedure was completed robotically with no patient injury or harm.